Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. The customer reported a broken case on the device. The complaint was confirmed through visual inspection, which also revealed a travel reverse course error and a cracked plunger case. The device was repaired by replacing the top case to address the customer complaint, replacing the motor assembly to resolve the travel reverse course error, and replacing the cracked plunger case. After the repairs, the device was validated using the onboard performance verification test, and the pump passed all validation tests. The software was updated to version 1.6.5 and reset to the standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device had a broken case. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: the complaint was confirmed through visual inspection, which also revealed a travel reverse course error.